Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in china that during an meniscal repair procedure the omnispan meniscal repair 27deg device after 1st firing, two plates were deployed at the same time. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device had the two plates deployed. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, we can relate the issue reported to the following: a double deployment failure happens when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger), pulling the red trigger before the first shot will place the second plate to the deploying position and when the gray trigger is pressed, both implants will be deployed at the same time. Another possible root cause can be attributed to the main pusher rod tip bent upwards; it can deploy both implants at the same time; the bent in pusher rod is typical a result of aggressively inserting the needle on the gun's connector. As per the instructions for use, insert the deployment gun shaft into the open end of the needle package and into the connector end of the needle until the needle clicks onto the deployment gun. Needle should always be attached to the deployment gun with the open slot in the needle facing upward. Push down on the needle lock lever to advance the sleeve over the needle and secure it in place. It is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the deployment lever (dark grey) while maintaining depth positioning to deliver the first implant. There may be a slight pushback on the deployment gun while the implant goes through the tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non conformances regarding this lot